Event description:
It was reported that the bd bactec¿ mgit¿ 960 pza kit had ast tests reported by mgit as resistant, but with no growth or contamination in drug-containing tubes. Growth in control tube looks like typical tb colonies.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. D.4. Medical device lot/expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bactec mgit 960 pza is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered. The vials are lyophilized, and crimp caps are applied per standard operating procedures (sop). Bactec mgit 960 pza supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Two bactec mgit 960 pza vials are then manually packaged with six bactec mgit 960 pza supplement vials to complete a bactec mgit 960 pza kit (material 245128). No kit batch or component batch numbers were provided for investigation, therefore retention testing, and a batch history record review could not be performed. No photos or return samples were received for investigation. A trend in performance complaints was identified for 245128 mgit pza kit. This complaint is confirmed. Bd has initiated a CAPA (corrective and preventative action) to formally investigate the performance issue. Bd will continue to trend complaints for performance.

Event description:
It was reported that the bd bactec¿ mgit¿ 960 pza kit had ast tests reported by mgit as resistant, but with no growth or contamination in drug-containing tubes. Growth in control tube looks like typical tb colonies.